Manufacturer narrative:
Conclusion: there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler or cycler set. Additionally there are no allegations of a malfunction against any fresenius product. However, the potential causal relationship of the peritonitis event is touch contamination as stated by the pdrn. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On 09/16/2017 this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for a drain complication. During the conversation, the patient stated that she has peritonitis and has had trouble draining for the past few days. During a follow up phone call to the peritoneal dialysis registered nurse (pdrn) on 09/19/2017 it was stated that the patient was diagnosed with peritonitis on (B)(6) 2017. The peritoneal dialysis (pd) fluid culture results were positive for gram-positive cocci and the patient was treated outpatient with an unknown course of antibiotics. The pdrn stated the peritonitis was most likely caused by touch contamination as this is an ongoing issue with the patient. The patient was recovering and continues to complete ccpd therapy on the cycler with no reported issues.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated she had peritonitis and had troubles draining for the past few days. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the peritoneal effluent culture results were positive for gram positive cocci peritonitis, and the patient was being treated outpatient. Per pdrn, the source of infection was probably touch contamination. The pdrn stated that the patient was continuing pd therapy unchanged. No samples were available to be returned for evaluation.